Manufacturer narrative:
(B)(4) -zenith device worked as intended. No product or images were returned to assist in the investigation. The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. The IFU provides instructions for pt selection, treatment and f/u. The IFU also describes potential adverse events that may occur. Pt presented emergently and was eventually treated for a contained rupture of an aaa that measured 9.5 cm. During evar the pt expired. The physician noted drops in blood pressure while preparing the pt for intervention and evidence of ischemia prior to the pt coding. At this time, there is no indication that a design or process induced failure of the device resulted in the pt's death. The event will be trended as "pt cannot tolerate endovascular procedure." We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.

Event description:
Initial report: a (B)(6) female pt underwent endovascular abdominal aortic aneurysm repair due to rupture on (B)(6) 2010. A zenith renu aaa ancillary graft converter and a zenith flex aaa endovascular graft iliac leg was implanted and following the implant, the pt's blood pressure dropped and the pt expired due to her body not being able to handle the procedure. Add'l info (B)(6) 2010: the pt was a (B)(6) female who had not seen a dr in 20 years, had smoked for 60 years, and had undetected hypertension. She was admitted to the ER with abdominal pain and physician was asked to see her almost 8 hours after admitted to ER. An emergency CT revealed a contained rupture of her aaa, which measured 9.5 cm. She was taken to the operating room and dropped her blood pressure when she was being transferred to the operating room table. He then placed a coda balloon to control the bleeding, which ruptured (1820334-2011-00054). A second coda was inserted, which had to be deflated during the placement of the zenith, with another decrease in bp. Her EKG was showing evidence of ischemia and she coded soon after and could not be resuscitated. No autopsy was performed.